Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm or error alarm during testing. There was no damage found on the motor, the device passed the unexpected restart error test and there was no unexpected restart alarm after the battery change. Customer advised there was no damage found on the interface board, electronic assembly and no cosmetic damage found on the case. Customer advised there was no external ram crc error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels, external ram crc error alarm, unexpected restart alarm and no delivery alarm on the insulin pump. Customer's blood glucose level went as high as 414 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced confusion, fatigue and felt they had no energy. Customer treated themselves with a manual injection of 11.8 units of insulin. Customer was advised to change out their entire set, reservoir, insulin and treat themselves per healthcare provider's instructions. Customer advised when they changed out their infusion set they realized the cannula was bent. Troubleshooting for the no delivery alarm was performed. Customer advised the alarm occurred during manual prime. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.